Event description:
It was reported that (1) device was used during a bowel resection. It was reported by the rep that the account reported that the surgeon said the tlc55 stapler would not fire. The surgeon opened another tlc55 and completed the case. There was no consequence to the pt.